Manufacturer narrative:
The investigational analysis completed 12/16/2019. The device was inspected and red color in the pebax observed. Then, during the second visual was confirmed the reddish material in pebax and a hole was found. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed for the finished device, and no internal actions was found during the review. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentrant tachycardia (avnrt) /wolff-parkinson-white syndrome (wpw) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which the biosense webster, inc. Product analysis lab identified that there was reddish material inside and a hole on the pebax. It was initially reported by the customer that periodically error 106 force sensor error would periodically reflect on the carto 3 system and would periodically have periodic high force readings. The cable was replaced, however, the issue remained. The catheter was then replaced with a new one and issue resolved, and the procedure was continued successfully. There was no patient consequence. The high force issue was assessed as not MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is not remote. On (B)(6) 2019, the biosense webster, inc. Product analysis received the device for evaluation and upon initial visual inspection, it was reported that there was red color in the pebax. On (B)(6) 2019, during additional analysis and testing, it was confirmed that the integrity of the device was compromised. These findings were reviewed and determined to be MDR reportable as a malfunction. This event was originally considered not MDR reportable. However, biosense webster, inc. Became aware of a reportable malfunction through additional analysis and testing on (B)(6) 2019 and has reassessed this complaint as MDR reportable. Therefore, the awareness date for this reportable lab finding is (B)(6) 2019.